Event description:
The ptm (personal therapy manager) was reset and did not work; it showed an unavailable configuration. The ptm showed a visor software conj error, however, after this error it worked normally. A hard reset was performed many times by the patient and the ptm continued to work inconsistently. It was later reported that the hcp believed the patient's ptm may have affected the pump so that the patient was getting "too much medication." No patient symptoms were reported. The normal troubleshooting processes for the ptm were followed and the issue was not resolved. Therefore, a new ptm was delivered to the patient. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).